Event description:
Procedure type: lap chole. According to the reporter: during surgery, the balloon burst all of sudden causing pieces of rubber to fall inside an operating field. The tore pieces were said to be retrieved. No pt injury. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).